Event description:
It was reported that during a laparoscopic gastric bypass roux-n-y procedure, the instrument stopped working towards the end of the case. Error code 5 was given by generator. Instrument was used as indicated. There was no reported patient consequence.